Event description:
It was reported that patient presented in clinic after receiving alert for non-sustained lead noise episodes. Upon interrogation, no episode record was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.